Event description:
The customer reported erroneous estradiol (e2) results were generated on a unicel dxl800 access immunoassay system for one patient's samples. A patient was administered infertility tests. The results indicated that all other reproductive hormone levels were found to be normal but the e2 level was elevated. The suspect e2 result was reported outside of the laboratory and the patient was prescribed an e2-lowering drug due to the erroneous e2 result. Upon follow-up testing, the patient was redrawn and the e2 level remained elevated. The elevated e2 result contradicted the b-ultrasound endometrial thickness results, which indicated that the e2 level should have been low. The redrawn sample was tested via another methodology which produced a much lower e2 result, which was in line with the clinical diagnosis, and considered valid. Actual patient results, system information and sample collection/handling information were not provided by the customer.

Manufacturer narrative:
The beckman coulter inc. Representative assessed sample dilution testing results for the involved sample (s) which did not recover linearly. Patient source interference is suspected, however, the sample was not returned to beckman coulter inc. For interference testing. A cause for this event could not be determined and is currently unknown.